Event description:
The patient was seen on (B)(6) 2013. Programming history was provided for that visit, which indicates high impedance. Follow up with the physician found that x-rays showed no findings that could explain the high impedance. The physician wanted to leave the patient at the current settings as the patient has shown improvement and is not experiencing pain. The patient has seizures that can put him down which could have led to a lead break. X-rays were sent to the manufacturer for review. The generator appears in the upper left chest in a normal placement. The filter feed-through wires appeared to be intact. The lead connector pin was fully inserted into the generator connector block. The electrodes appeared to be placed in normal arrangement. A strain-relief bend was used, but no strain-relief loop was found for the implant of the lead. No tie-downs were used. A part of the lead was behind the generator. No clear lead breaks or sharp angles were found in the parts of the lead that could be assessed. No other information has been provided.

Manufacturer narrative:
Manufacturer reviewed x-rays of implanted device. X-rays reviewed by the manufacturer, no gross lead discontinuities visualized. Device failure is suspected, but did not cause or contribute to a death or serious injury.